Manufacturer narrative:
Transesophageal echocardiography (tee) images were provided and are assumed to be intra-procedural during the valve-in-valve replacement. Although there are both two-dimensional (2d) and three-dimensional (3d) images, all but one of the 3d images (a post-procedural image) is static and not substantially contributory to the analysis. Image quality is otherwise good. As visualized, a single leaflet (in a posterolateral position, probably l3) appears to be thickened, echo-dense (sclerotic / calcified), and immobile in the closed position; with distortion of the commissural edge toward the left ventricle. The other two leaflets as visualized are grossly normal in appearance and mobility. There is at least moderate mitral regurgitation with a central valvular origin. The mean trans-mitral gradient is ~ 4 mmhg. The overall impression of the provided echo images is that there is abnormal appearance and motion of probably a single leaflet, with associated central mitral regurgitation. The echocardiographic appearance of the abnormal leaflet is suggestive of (premature) structural valve degeneration, with the exception of the distortion of the commissural edge. Regurgitation/insufficiency, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation/insufficiency. The subject device is not available for evaluation, as it remains implanted in the patient. No information regarding the patient's medical history was provided. The root cause of this event cannot be conclusively determined with the available information. The device history record (DHR) review could not be completed, as the device serial number was not provided. Edwards lifesciences will continue to monitor all reported events. If any new information becomes available, a supplemental report will submitted accordingly. No further actions are required at this time.

Event description:
Edwards received notification that this (B)(6)-y-o patient with a 25 mm perimount valve implanted in the mitral position underwent a valve-in-valve procedure after an implant duration of three (3) years and one (1) month due to a thickened and immobile leaflet leading to insufficiency. The issue was detected on echo. An edwards transcatheter valve was implanted within the surgical valve via transeptal approach and an improvement was observed. The patient was noted as to be hospitalized in stable condition.